Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/25/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ping meter had a ¿line through display¿. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started in ¿(B)(6) 2014¿. The patient manages his diabetes with an insulin pump and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The reporter stated, when the alleged issue occurred, the patient developed symptoms of ¿shakiness, disorientation, sweatiness, and blurred vision¿. The reporter stated that the patient did not receive any treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.